Event description:
An optometrist reported that approx six weeks following bilateral prk (photo refractive keratectomy), the pt presented with corneal haze in both eyes. The steroid drops were increased to treat the haze. Subsequently, the pt presented with an elevated iop (intraocular pressure). Per the optometrist, the elevated iop was due to the pt's reaction to the steroid drops. Additional info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
A review of the log files shows that all treatments were completed to 100% and all user system functions were within specifications on the date of treatment. The system history shows that the laser was successfully verified prior to, and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively. Attempts to obtain additional info have been made. No new info has been received. (B)(4).